Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. It is confirmed that the device was shipped in accordance with specifications. Although non-conformity of the device was confirmed during manufacturing, there was no effect of the non-conformity since it was shipped in accordance with specifications. Based on the results of the investigation, we could not conclusively specify the root cause of the subject event. Since the actual item was not sent, we could not specify the cause of the suggested event. However, we presumed that the event was caused by stress of repeated use, external factors, or handling of the device. The event can be detected/prevented by following the instructions for use which state: 1. Visually inspect the control section for excessive scratching. 2. Visually inspect the boot and the insertion tube near the boot for bends, twists or other irregularities. 3. Visually inspect the surface of the insertion tube for dents, bulges, swelling, peeling or other irregularities. 4. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: due to deformation of control unit, water tightness is lost, due to a pinhole on channel tube, water tightness is lost. Several chips, scratches and dents throughout the device, control unit has discoloration, and venting connector under grip is shaved. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the tracheal intubation fiberscope had a dark screen. During inspection and evaluation, the coat on the ig snake pipe is peeling off (more than 1mm2). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.